Manufacturer narrative:
The initial reporter¿s name is shortened due to field character limit. The full name is (B)(6). The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is: (B)(6). Testing of actual/suspected device ((B)(4)): a getinge field service engineer (fse) was performing preventive maintenance on this unit when he discovered the issue. To repair the broken ground pin the fse replaced the ac cord reel assembly. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) had a broken grounding pin on the ac cord. There was no patient involvement, and no adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
Additional point of contact: contact person name: (B)(6). Contact person e-mail address: (B)(6). It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) had a broken grounding pin on the ac cord. There was no patient involvement, and no adverse event was reported. A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse replaced the tidal disk at 12,000,000 cycle interval and the safety disk at 6,000,000 cycle interval. The fse completed the full preventive maintenance. The had the unit calibrated and passed all functional and safety tests per factory specifications. The unit was returned to the customer and cleared for clinical use.

Manufacturer narrative:
Additional contact: (B)(6). Getinge field service engineer (fse) discovered that grounding pin on the ac cord broken. Unit fully functional. External damage. Replaced ac cord reel assembly nothing unusual identified in the logs. Unit calibrated and passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use.